Manufacturer narrative:
The device is not expected to return as it was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was fractured, exhibiting high impedances and loss of capture. Subsequently, this rv lead was capped and a new rv lead was placed. No additional adverse patient effects were reported. The rv lead remains out of service implant.